Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the helix was tested and was found with no issues. However, during the implant attempt, the lead moved its position after screwing into the tissue and had to be repositioned multiple times. Over ten rotations were used to extend the helix. Unstable/fluctuating thresholds were observed acutely. The physician suspected a helix problem from the repeated extension and retraction attempts. The lead was removed and replaced. No patient complications have been reported as a result of this event.